Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that her vns therapy programming wand was not working properly, programming wand was subsequently returned to MFR for product analysis. Analysis confirmed the allegation. The serial data cable was found to be unplugged from the printed circuit board and thereby causing a complete loss of functionality. The serial data cable was re-inserted and wand function was restored. Electrical testing of the wand verified that it was functioning within spec.